Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes increased number of complaints regarding false high results with our high sensitive troponin t assay. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd received 10 photographs for the investigation; lot # was not provided. Erroneous results, cannot be evaluated through photos. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Further clinical testing could not be conducted as bd clinical laboratories are unable to test for troponin t hs at this time. While the capability to test for troponin t (non-hs) is in place, the results from an assay with this design would not yield valuable results. Additionally, clinical testing could not take place as the lot numbers are unknown. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
Patient 1 of 3. It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes increased number of complaints regarding false high results with our high sensitive troponin t assay. There was no report of impact to patient or user.